Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was with tortuous anatomy. During the implant, the right ventricular (rv) lead was constantly dislodged. Subsequently, an rv lead was implanted but threshold was high, and the rv lead was removed. The following day, rv lead access was obtained from the right side and thresholds improved. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was with tortuous anatomy. During the implant, the right ventricular (rv) lead was constantly dislodged. Subsequently, an rv lead was implanted but threshold was high, and the rv lead was removed. The following day, rv lead access was obtained from the right side and thresholds improved. The rv lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018, additional information received indicated during the implantable pulse generator (ipg) system implant, there was extreme difficulty due to the patient had no superior vena cava (svc), congenital defects and multiple previous open heart surgery. Once the ipg system was implanted the right ventricular (rv) lead slightly dislodged and thresholds were high. Another procedure was attempted to re-position with a new lead but was unsuccessful. Approximately, four days later, another procedure was performed. After several attempts, the rv lead was successfully implanted, however the physician was concerned about the lead staying and the patient¿s anatomy so a different ipg and rv lead were implanted on the right side, with the left sided ipg system remaining implanted as a backup in case of dislodgement. After approximately seven days, the right side ipg system was deemed successful, and as a result the left side ipg system was removed. No patient complications have been reported as a result of this event.